Manufacturer narrative:
The investigation for the stroke, access site bleed, and vascular damage has been completed. The pump was not returned for investigation. A data log was not provided for the investigation. The patient was reported to have a nosebleed, gi bleed, peripheral vascular dissection, and hemorrhagic rectal ulcer. Additionally, cva and stroke were reported during treatment. The cause of the access site bleeding issue was most likely patient condition related since the bleeding was noted from multiple sites. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report:g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. A.1, a.2, a.3, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Echieh, c. P., ryan, a., cherian, a., rohilla, y., wang, k., & kazui, t. (2024). Preemptive impella 5.5 insertion to reduce operative risk in high-risk cardiac surgery: a case report. International journal of surgery case reports, 121, 109947. Https://doi.org/10.1016/j.ijscr.2024.109947.

Event description:
Abiomed japan forwarded publication entitled "preoperative impella therapy in patients with ventricular septal rupture and cardiogenic shock: hemodynamic and organ function outcomes" in which there were adverse events noted of device related bleeding, nosebleed, gi bleed, hematuria, cva, transfusion, dialysis, stroke, tracheostomy, sternal osteomyelitis, hemorrhagic rectal ulcer, peripheral vascular dissection, reoperation for the impella patients.